Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. The cause was an operational issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer notified baxter corporate product surveillance (cps) of one ce intermate sv 200, 48 pack,50125 in which a rupture was observed. The pharmacy department filled the intermate with approximately 80 cc of ceftraxione and the balloon separated in the middle and burst. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.